Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a dim and discolored display screen. A review of the pump history showed that the time and date had reset to default settings after pump reboots. Evaluation revealed that the internal clock battery on the printed circuit board had failed. (B)(6).